Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the ECG waveform is abnormal. There was no reported patient impact or injury.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl that the ECG waves are abnormal. The device was evaluated by the fse, and the device was found to have a malfunctioning processor pca. The customer has refused servicing/repair of the device after receiving the repair quotation. No further actions necessary. Based on the information available and the testing conducted, the cause of the reported problem was a malfunctioning processor pca. The reported problem was confirmed. An analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was evaluated, and the device needs a processor pca, but the customer refused servicing. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.